Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Correction h6: coding corrected from 4037 - incomplete or inadequate connection to 1291 - high impedance.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient was unable to get into MRI mode. The patient underwent surgical intervention on (B)(6) 2024 in which the ipg pocket was opened, and the lead tail was wiped, resolving the issue.